Event description:
When the dual driver console (ddc) was unplugged from ac power for pt ambulation, the compressors ceased functioning and the vad stopped pumping. The ddc was immediately reconnected to the ac power supply, the compressors resumed operation and the vad pumping resumed immediately. The pt was switched to a back-up drive console without further incident. There was no reported effect on the pt.